Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was leaking at the hose clamps. Additional malfunctions were discolored pvc tubing and leaking at the tie wraps.